Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent surgical procedure on (B)(6) 2011. The surgeon performed the procedure on the left calf and suture was used to temporarily close as a bridge post excision while waiting for the pathology report to return. The patient came back to doctor on (B)(6) 2011 for follow up and when the dressing was removed, it was discovered that the sutures had broken. No adverse effect to the patient.